Event description:
Additional information received indicated that the lead was capped and replaced without any complications.

Event description:
It was reported that through remote transmission, rv lead noise episodes were observed. The patient was asymptomatic. A lead replacement and programming changes were recommended. No further information is available.